Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and exhibited loss of capture. Additional information indicated that this lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.